Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device stopping while drilling was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the swivel subassembly was loose, the air tube fitting was broken and the device failed safety check that it operated in the unlock position. It was further determined that during repair, it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure the cutter devices and causing the device to run in the unlocked position. It was further determined that the issue was consistent with running the device without the cutter installed, which is failure to follow the device manual. It was determined that the broken air tube fitting was due to mishandling the device and allowing it to come in contact with a hard surface. It was further determined that the loose swivel was due to normal wear over time. The assignable root causes were determined to be due to user error and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device stopped working while drilling. During in-house engineering evaluation, it was observed that the device failed safety check that it operated in the unlock position. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.